Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v199170, implanted: (B)(6) 2009, product type: lead, product ID: neu_u nknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v199170, UDI#: (B)(4) ; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection of the left ins. The rep believed the left extension and lead were also removed due to the infection. No further complications were reported/anticipated.